Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose(bg) level of 45 mg/dl. Reportedly, the customer did not set a temporary basal rate, prior to working. The customer consumed carbohydrates to address the low bg.